Event description:
The customer reported that he was hospitalized due to diabetic ketoacidosis, with a blood glucose of 598 mg/dl. The customer stated that he also had a viral infection. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. A tubing clamp was shipped to the customer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.